Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed episodes of non-sustained right ventricular oversensing due to post-paced t wave oversensing recorded by the implantable cardioverter defibrillator. Programming changes were made. The patient was in stable condition.